Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 420 mg/dl at the time of incident and current blood glucose level was 159 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with sliding scale insulin as needed. Customer does not allege insulin pump was under delivering. Auto mode was not mentioned if was in use at the time of incident. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.